Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in had a needle defect it was reported by customer that we have another incident but with the 22 gax1 , item 383591. Lot 3306693, expiration date 10/31/2026. This happened on 4/14. IV needle sheared from IV catheter during insertion. Po (B)(4) dated (B)(6) 2024 and po (B)(4) dated (B)(6) 2024 lot # 3306693 has been taken off shelf at stoddard. I did the count on the IV catheters removed out of use. 20ga lot 3320181 24 (previous complaint # (B)(4)) 22ga lot 3306693 153 since we purchase by the case we will need a replacement at no charge if all possible from the manufacture. If not this is going to create an accounting nightmare. Verbatim: complaint received via email(s) attached rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no medline reference #: (B)(4) item: 383591 quantity affected: 153 ea serial/lot number: (B)(6) po #: (B)(4) are any samples available for return? Yes reported issue per customer: we have another incident but with the 22 gax1 , item 383591. Lot 3306693, expiration date 10/31/2026. This happened on 4/14. IV needle sheared from IV catheter during insertion. Po (B)(4) dated (B)(6) 2024 and po (B)(4) dated (B)(6) 2024 lot # 3306693 has been taken off shelf at stoddard. I did the count on the IV catheters removed out of use. 20ga lot 3320181 24 (previous complaint # (B)(4)) 22ga lot 3306693 153 since we purchase by the case we will need a replacement at no charge if all possible from the manufacture. If not this is going to create an accounting nightmare.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383591 and lot number 3306693. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.